Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed that t1 is installed reversely at the distal tip behind the actuator tip. The actuator tip is jammed. The t2 anchor is pushed forward from intended position. The proximal end of the suture has been freed from the depth tube. The proximal end of the depth tube is deformed. A functional evaluation revealed the device could not be functioned due to jammed actuator tip.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during suturing in a knee arthroscopy, the fast-fix was impossible to release during the fixation. A delay of 5 minutes was reported and the procedure was finished with a smith + nephew back up device. In addition, the procedure required the placement of a tourniquet inflated to 350 mmhg, so no more time was lost. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during suturing in a knee arthroscopy, the fast-fix was impossible to release the system during the fixation. A delay of 5 minutes were reported and the procedure was finished with a smith and nephew back up device. In addition, the procedure required the placement of a tourniquet inflated to 350 mmhg, so no more time could be lost. No patient injury or other complications were reported.